Manufacturer narrative:
On (B)(4) 2011, a site visit was performed. An accuracy test and functional test were both performed and both passed. System software was upgraded, a procedure was simulated and an accuracy test was again performed and passed. The following day, (B)(6) 2011 a case was observed and the case was performed successfully with no issues. On (B)(6) 2011, another case was performed that had a similar error, however, this case was able to be completed successfully. Therefore, on (B)(4) 2011 another service visit was performed and the system was replaced. The system was returned for analysis and the analysis found that a component of the system, the location subsystem (lss) is not measuring the sensor positions properly due to a transmitter amplifier faulting as the internal console and lss temperature rises. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
The site reported that they had a case in which after successfully navigating to the lesion and verifying position with fluoroscopy, the system gave them a pst (patient sensor cables) positioning error as the c-arm was removed. When the site selected the advanced view, two of the sensors appeared to be out of the sensing volume, though they had not moved on the patient and were firmly attached. The site performed troubleshooting such as resetting the lss (location subsystem) and reconnecting the pst cables, but ultimately could not continue the case with the superdimension system with the patient under general anesthesia. There was no harm or injury to the patient reported.